Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap disconnected from the female connector of a peritoneal dialysis (pd) transfer set which resulted in a leak of fluid. This event occurred during an unspecified process step of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g1: baxter healthcare - guangzhou was added to replace the previously reported baxter healthcare - mountain home. H10: the device was received for evaluation without aluminum foil. A visual inspection noted the cap intact. Leak testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.